Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s mother stated the patient developed a skin reaction on (B)(6) 2019. The site started to get itchy and irritated when the patch started to come loose. The patient was seen by a physician a few days later on (B)(6) 2020 and was prescribed bacitracin prescription ointment. At the time of contact, the site was slowly recovering. No additional patient or event information is available.